Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6), +18.5d) was implanted backwards during primary cataract surgery.